Manufacturer narrative:
The defective needle was not returned to the manufacturer, and the reported complaint could not be confirmed. The needle lot manufacturing records were reviewed, and no electrical deviations were found within the needle batch.

Event description:
Three iceforce needles were used in a cryoablation procedure. One needle caused twitching during the active thaw cycle. All the needles used during the procedure were turned on and off individually to identify the defective needle. The user switched to passive thaw with the defective needle, and the case was completed. The patient also incurred a skin burn with a separate needle during this procedure. Please see MDR # 9616793-2020-00040 for the report that describes this event. The defective needle was discarded, and therefore cannot be returned to the manufacturer for investigation.